Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe was broken off 14 mm from the tip. There were scratches around the fractured part. When checked, the fracture started from a scratch. There was a mark of contact with the probe on the grip. The teflon pad (tissue pad) was heavily worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic transverse colectomy procedure, the device probe broke outside the patient while being wiped clean on the operating table. The device was replaced with a new one and the procedure completed with no issues. There is no harm or adverse impact to the patient. The surgeon had no problem with usage of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the cause of the event likely occurred from one of the following mechanisms: 1) ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. 2) the probe and the tissue pad came into contact at the rear end of the device which caused the tissue pad to wear out severely and contact marks. Or the output was activated continuously in this state which might have applied a force to the probe causing the error to occur. 3) some load was applied to the probe and the probe broke. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "-if you continue to make an incision in a hard, thick tissue such as the cervix only at the tip of the grip, part of the tissue pad will be severely worn and the metal part will be exposed, causing scratches and breakage at the probe tip. It may lead to dropping out. -if the grasping section, the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity. -do not close the grip and do not output when nothing is gripped between the grip and the tip of the probe, or when it cannot be confirmed whether the biological tissue or blood vessel being gripped has been incised. Due to abnormal heat generation due to friction between the grip and the tip of the probe, the grip and the tip of the probe may be damaged, deformed, fall off, or part of the tissue pad may come off, leading to severe wear. -do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. -when treating living tissue or blood vessels, apply light tension to make the incision so that the incision can be seen. Also, if it is separated, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the tip of the probe may cause damage, deformation, or dropout of the grip (both stainless steel part and fluororesin part) and the tip of the probe, and part of the tissue pad may come off. I have. -when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.